Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having high powers and sounds of grinding inside the lvad pump. The pt was reported to be sub-therapeutic for about a week due to gastrointestinal bleeding. The pt had experienced a few transient ischemic attacks and was presented at the hospital with an ischemic stroke. The manufacturer's clinical representative requested that log files be sent to the manufacturer for analysis. It was also suggested that they perform a ramp study and CT as well as check lab work for hemolysis. At that time, a date was not given for a pump exchange. Additional information was related to the manufacturer on (B)(6), 2011 advising that the pt had experienced a (B)(6) tear. The pt had been backed off inr and then developed a stroke. The pt is now doing better with some residual affects of the stroke.

Manufacturer narrative:
The device remains in use and the pt is doing better. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.